Event description:
It was reported by svc report that the side rail was broken presenting sharp edges and the siderail was unable to be latched up. No pt involvement or adverse consequences are reported.